Event description:
It was reported that the closure device shifted after it was implanted. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient. Shortly after the closure device was released the device migrated more proximally in the laa. The physician deemed the closure device too proximal, and it was at risk of embolizing. The decision was made to remove the device. The physician used a non-boston scientific (bsc) grasping device to successfully remove the closure device from the patient. No complications were reported to have occurred as a result of this event.